Event description:
A customer reported smelling smoke and a burning smell from a warmtouch pt warming system. The customer turned off the warmtouch before the automatic safety feature had time to function.

Manufacturer narrative:
The warmtouch was returned to the MFR's service dept in another country for failure investigation. The service engineer found the heating element overheated as a result of lack of air flow due to a faulty fan. The odor came from the fan not turning, and at no time was smoke present. No other failure apart from the defective fan could be found. A very dirty air filter was suspect as contributing to the fan damage. The fan was replaced and the heating element performed to spec. The filter was also replaced and there was no smell or odor. The warmtouch passed all performance verification tests.